Event description:
Caller alleged discrepant correlation results when compared to the physician's inratio meter. Results as follows: date: (B)(6) 2013, inratio: 1.1, physician's inratio: 2.2. Time between testing was reported as 2 hours. It was reported the patient was experiencing bruising on their body.

Manufacturer narrative:
Investigation pending.